Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent a breast surgery with a ¿mentor smooth round moderate classic gel¿ breast prosthesis and experienced a rupture on the right side post-operatively, which was diagnosed with an MRI. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On july 26, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant was found to have a tear on all edge of the junction between the shell and patch. In addition, the patch was not received. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur after implantation but is more likely to occur the more prolonged the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2023, mentor received additional information regarding the impacted device. The impacted device was reported to be a 500cc mentor memorygel breast implant with catalog number 3505001bc. The lot number has been updated to 5686053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. All relevant information regarding the additional information received has been updated on this report. A discrepancy was observed when the information reported includes a date of implantation that occurred prior to the manufacturing date of the breast implant. If new information becomes available, mentor will submit a supplemental report. On july 14, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).